Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: a result in the "200's" mg/dl (system 1: test strip lot 496455), a result in the "100's" mg/dl (system 1: test strip lot 496127), a result in the "100's" mg/dl (system 2: test strip lot 496455), and a result in the "100's" mg/dl (system 2: test strip lot 496127). No adverse event reported. Return of the suspect device was requested for evaluation.